Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of poor image was confirmed. The device evaluation found the image displayed intermittently and failed continuity test due to faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the videoscope cable exera ii produced poor image. Inspection and testing of the returned device found a faulty cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty cable. Olympus will continue to monitor field performance for this device.